Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The mother reported via phone call that the customer received a button error alarm. The mother also reported the up and down arrow buttons malfunctioned and the insulin pump was scrolling. It was also found the buttons became unresponsive when the customer attempted to bolus. The customer's blood glucose was 190 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.